Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Health professional reported pain and enlargement of the left side, more and more discomfort. "I had a breast ultrasound and the diagnosis of morphological irregularities and implant echotexture suggests capsular contracture with an inflammatory process." The presence of pericapsular fluid is identified. Important thickening of the implant capsule is identified. The device remains implanted.